Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is slightly deformed at its distal end, i.e. One strut is bent outwards. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that bent strut was initially crimped on the balloon. The balloon is well folded and shows no signs of inflation, but a medium amount of contrast medium residue was observed in the balloon- and inflation lumen which implies application of negative pressure. A reference stent protector could not be slid over the deformed strut without bending it further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to not apply negative pressure to the stent system at any time prior to the placement of the stent across the target lesion.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment of a calcified lesion in the proximal rca. While threading the device onto the guide wire it was noticed that the stent was deformed. The device was not used.